Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one palindrome 14.5 fr dual lumen hemodialysis catheter with laser slots, heparin coating and anti-microbial sleeve. After a visual inspection, evidence of use was noticed on the device. Additionally, a hole was found in the arterial extension tubing, just above the strain relief. During functional testing (underwater test), bubbles were detected coming out from the arterial extension tubing. The lumen corresponding to the venous extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for approximately. It is more likely that the device was damaged during use. Catheter use and cleaning information was gathered directly for this issue. Whenever alcohol is used, be sure to allow for 2 minutes for drying. Ensure the hub area is dry prior to dressing the exit site and/or catheter back end. Be sure to leave the hub and hub joint exposed; do not cover with dressing. The most probable root cause can be due to improper use of cleaning agents. There was evidence of chemical degradation detected post insertion. The lot involved on this event was manufactured on 01/14/11, before the implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was leak in y-junction. Therefore, the patient experienced blood leakage. The catheter was implanted on (B)(6) 2013. The catheter was replaced on (B)(6) 2014. No patient injury, date of incident: (B)(6) 2014. Dwell time of the catheter into the patient: 1 year.